Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a mucomembranous laceration with rectal bleeding. The patient received 2 units of red blood cells. The patient¿s anticoagulation at the time of the event included phenprocoumon. The gastrointestinal (gi) bleeding reportedly resolved by (B)(6) 2017. On (B)(6) 2017, the patient was readmitted to a community hospital due to recurrent gi bleeding. An esophagogastroduodenoscopy revealed a prepyloric forrest iia ulcera which was clipped to stop the bleeding. The patient¿s anticoagulation during this event included aspirin and phenprocoumon. The patient received 2 units of red blood cells during their hospital stay, and was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.